Manufacturer narrative:
The sample has not returned. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative indicated that the intraocular lens (iol) did not properly advance. Patient harm was not reported. Additional information has been requested however, further information has not been received.